Event description:
The device was serviced by a baxter representative at the facility for a reported failure of depleted battery. No further information was provided.

Manufacturer narrative:
The pump is not available for evaluation. The device has been requested but has not been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.